Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they are having a lot of stinging and little shocks on the back and down the leg and shoulder for about 1-2 weeks ago. Patient stated he is not sure if the device went off track. Patient stated this happened before sometime last year and he met with manufacturing representative (rep) for reprogramming and he thinks he need to get the implant programmed again. Patient stated the last time he called in and someone helped him over the phone and the issue was resolved. Agent asked patient to connect with the controller and controller show implanted neurostimulators 60% and controller 100% charged. Agent confirmed patient did not have a fall or trauma. Patient stated they are on group b with four programs. Agent reviewed patient can turn off the therapy or decrease the intensity on each programs. Patient service reviewed device function and recommend patient consult with healthcare provider for for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.